Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cases and perform visual inspection on the pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 76 mg/dl compared to readings of 229 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test with test fixture to ensure the sensor's electronics were functioning correctly. Smu (source measurement unit) test and poise voltage test failed. However, sensor thermistor testing was within specification. An extended visual investigation has been performed on the returned de-cased sensor; no issues were observed. The sensor was scanned successfully. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed an smu (source measurement unit) test using simvivo test fixture to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.